Manufacturer narrative:
Customer reported a fault with an m540, serial number (B)(6). It switched off by itself, and on again, then off again, during a case and the battery indicator read as full. No patient harm confirmed. The customer reported that the m540 switched off and on again, and then off and on again 5 minutes later. The m540 was then removed from use and turned off. There was a loud audible pitch noise that did not stop once the device was turned off. The patient was under anesthetic, confirmed no patient injury. The draeger fse dismantled the device and confirmed all connections without issues. The fse replaced the battery in precaution and conducted testing per ipm standards. The fse ran six simulation tests, with no failure found. The device has been returned to the customer for clinical use. The prmr (product risk management report) was reviewed, and no new risks were identified. A 12-month query of the complaint database showed there is no trend. No action planned.

Event description:
The customer reported that, during general anesthetic, the m540 switched off and on two times, 5 minutes apart. The device was making a loud audible noise that continued after it was powered off. The customer reported that the unit had a battery indicator on the screen and saw flashing red lights, but did not confirm what the red light was for. The customer confirmed no patient harm.

Event description:
The customer reported that, during general anesthetic, the m540 switched off and on two times, 5 minutes apart. The device was making a loud audible noise that continued after it was powered off. The customer reported that the unite had a batter indicator on the screen and saw flashing red lights, but did not confirm what the red light was for. The customer confirmed no patient harm.